Event description:
It was reported that cgm displayed error message 42 while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer called technical support, was guided through complete pump reset, and cgm error did not reappear after reset, so problem was resolved, and no further actions were reported.

Manufacturer narrative:
Correcting g3 date received by mfg to (B)(6) 2026.